Manufacturer narrative:
Evaluation summary: the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Event description:
It was reported that the physician was having difficulty placing a right atrial (ra) lead during an implant attempt. During repositioning, the screw was unable to be deployed. The lead was not used and another lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.